Event description:
It was reported that the insulin pump is malfunctioning. The insulin pump is recording the same amount of insulin delivery, causing the customer to experience high blood glucose. The physician stated that the insulin pump is the problem. Tried to adjust the basal, bolus and sensentivity and the customer had a low. The current blood glucose reading is 476 mg/dl. Customer treated with bolus. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.